Event description:
The day the patient got home from her "spinal cord stimulator", she turned the device on and it was turned up too high. The ins was not turned down in the operating room and was up to 8. She fell backwards and hit her head, neck and back. It continually stayed on and she could not move. She was able to put her external device together and turn her ins off after about 5 minutes. It was noted that she went to the ER. She has not used her device as much as she would like, it has been difficult getting over this event.

Event description:
Several months later it was reported the patient had been hesitant to turn implantable neurostimulator (ins) back on. It was also noted the patient had to use the ins more and more and was wondering if the battery would be "okay" or if it would "get too hot". I was noted the patient did not have a managing physician at this time.

Event description:
The amplitude was not reduced following a revision. When the stimulation was turned off she was shocked bad for 5 minutes and fell. She thought she was "dying". There was an issue with the patient programmer. Additional information has been requested.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: recharger model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4), adaptor: model 3550-39, lot# n296940, implanted: (B)(6) 2011, explanted:. (B)(4).